Manufacturer narrative:
Four controllers (B)(4) were returned for evaluation. Various analyses were conducted to evaluate the performance of the devices in relation to the reported event. Analysis of the devices revealed the devices met specifications; the controllers passed visual inspection and functional testing. The controllers were allowed to run for extended period of time. Results revealed that the controller's surface temperature felt normal to the touch. Internal analysis of the controllers did not reveal any abnormalities. The controllers operated as expected. No failure detected; the controllers met specifications. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4).

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The devices are being returned; however, it is unknown which of these were involved in the event. These devices will be analyzed and reported as required. Serial # (B)(4) catalog # 1407au exp. Date. 02/28/2017 mfg. Date: 02/28/2016. Serial # (B)(4) catalog # 1407au exp. Date. 02/28/2017 mfg. Date: 02/28/2016. Serial # (B)(4) catalog # 1407au exp. Date. 02/28/2017 mfg. Date: 02/28/2016. Device has not been received.

Event description:
It was reported that the controller was warm to the touch. It was noted that the controller was stored in a shoulder pack and above covers. The site was observing the controller temperature and had not reported any further increase in temperature. No consequence to patient. No additional information provided.